Manufacturer narrative:
Analysis results: product will not be returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.

Manufacturer narrative:
The event date is approximate. The device serial numbers or manufacturing numbers were not provided. Customer contact information and mailing address were not provided. The complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable.

Event description:
A consumer reported that their diamond clean smart power toothbrush caught fire. No property damage and no injury were reported.